Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2021, subject complained of pain at implant site, stated device moved toward armpit. Pocket revision was done on (B)(6) 2021 with no complications. Device remains implanted. Should additional information become available, this file will be updated.